Event description:
Literature was reviewed regarding a comparison of self-expanding (se) versus balloon-expandable (be) prostheses on left ventricular hypertrophy regression after transcatheter aortic valve replacement (tavr). The study population consisted of 168 patients who underwent tavr with either a medtronic se valve type (evolut r/pro/pro+ = 60) or a non-medtronic be valve type (sapien 3 = 108). In the se group, the following adverse outcomes occurred: prosthesis-patient mismatch, need for permanent pacemaker implantation, minor vascular complication (unspecified), and aortic regurgitation (trace to moderate).

Manufacturer narrative:
Citation: azemi t, ahmed f, sadiq I, et al. Left ventricular hypertrophy regression following transcatheter aortic replacement: a comparison of self-expanding versus balloon-expandable prostheses. Am j cardiol. 2024;232:65-71. Doi:10.1016/j.amjcard.2024.09.019 earliest date of publication used for date of event. Earliest approved evolut product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.